Event description:
Nerve pain started in my pelvis and it is in my legs and feet. The pain shoots like lightening. It aches, stabs, burns, throbs and every other adjective you can imagine. It feels like someone is pounding nails up into my heels. I can hardly walk. My vagina and butt cheeks burn so bad they feel like they are on fire. My feet and legs cannot handle being cold. I fact my whole body cannot tolerate the cold. The symptoms have been getting worse on a weekly basis since september. I cannot function. I have lost (B)(6) in the past few months and continue to lose weight and I am already too skinny. Also my migraines have been happening for the past couple years but for the past 2 years have intensified and I'm now having approx 4-5 a week. I have ibs and several new food allergies. I am always sick and my immune system is compromised. I catch every virus floating around. My eyesight has gone downhill very quickly. I have brain fog and confusion and a terrible memory. I also have anxiety, depression and insomnia. FDA safety report ID# (B)(6).